Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination did not identify a leak in the pump shell; however the functional testing performed showed that the component failed the activation test. This observation could affect the functionality of the device. Based on this observations, the reported allegation of fluid leak was unable to be confirmed; however the mechanical issue allegation was confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump identified that the tube was cut down to the pump block and it was not returned for analysis. No other leaks were identified in the pump shell. Functional testing of the device showed that the component failed the activation test, requiring more than 8 lbs of force to activate. This observation could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks after the appointment, the patient underwent a surgical procedure in which the pump was explanted and replaced. Upon explant, it was identified that there was a saline leak in the system due to a crack in the pump connecting tube. After the procedure, the patient improved and remains stable.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks after the appointment, the patient underwent a surgical procedure in which the pump was explanted and replaced. Upon explant, it was identified that there was a saline leak in the system due to a crack in the pump connecting tube. After the procedure, the patient improved and remains stable.